Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. It was noted that post MRI, the battery levels of the implantable cardioverter defibrillator (ICD) had prematurely depleted but would revert to its previous levels at the next clinic follow-up. The patient was asymptomatic. No further information was made available regarding the post MRI follow-up.